Manufacturer narrative:
No service has been requested. The user facility was contacted and additional information surrounding the event was provided. It was stated that no patient injury occurred. The biomed at the user facility performed a full functional test on the ventilator and it worked according to specification. A large amount of moisture was found in the bacterial filter on the expiratory side of the patient circuit. The respiratory department is supposed to change these filters daily and has been informed about the findings. The ventilator has been cleared for clinical use. No parts were replaced on the ventilator and no ventilator logs have been provided for investigation. What alarms that might have been generated are unknown. The bacterial filter should be replaced if the expiratory resistance increases or after maximum 24 hours, whichever comes first. Failure to exchange the bacterial filter at these intervals can result in clogging of filter and lead to increased resistance in filter and increased airway pressure. With a high expiratory resistance, the patient may not be able to fully expire under the expiration phase before initiation of a new inspiration phase. The pressure level required to achieve the set target volume cannot be delivered and results in that the patient is not sufficiently ventilated. Appropriate alarms are then generated. The user¿s manual contains a warning that the expiratory airway pressure must be carefully monitored to protect the patient against accidently high airway pressure when using expiratory bacteria filters. The conclusion is that the described error was caused by a clogged expiratory bacterial filter and not a ventilator malfunction.

Event description:
A facility medwatch report ref # (B)(4) was received stating that: ¿the ventilator did not cycle on several different modes. Patient was bagged and ventilator was switched to another ventilator.¿ manufacturer's ref #: (B)(4).